Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the unit was received at the service center and evaluated. A specific complaint or a defect was not reported by the customer. However, defects were identified and repaired. The following activities were performed: mechanical upgrade was performed, the defective motor was replaced, defective motor cable and defective o-rings were replaced, defective drill-mounting mechanism as well as the defective shaft locking were repaired. The unit was cleaned. Functional tests and electrical safety test were performed according to the test procedures. Hi-pot test was completed. The device was fully repaired. A review of the device history record indicated that this lot of serialized product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that fms tornado handpiece was sent for repair. The device was found to be defective and the problem was discovered pre-operatively. There was no surgical delay or patient harm indicated.